Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
It was reported that a patient felt her pump was not working because she was in pain. The patient reported never having therapeutic effect, severe pain and constipation since implant. The patient took laxatives on (B)(6) 2015 and ¿had the opposite issue from constipation and was going to the bathroom all night.¿ per the patient, the pain ¿suddenly goes berserk every few hours.¿ the patient stated that the pump was ¿sitting on top of her stomach¿ and she can¿t bend over at the waist because it was too close to her ribcage, and it was painful and uncomfortable. The patient felt it was put in wrong. If the patient bumped the pump the slightest bit it was painful. The pump was bigger than the patient was told prior to implant. The patient stated the ¿pump ruined her life and they should not be sold.¿ the patient told her hcp at the first visit that the pump was causing her problems but the hcp reportedly denied it and turned the pump up from ¿1ml to 2ml¿ which made it worse and she ended up in the hospital. On friday (B)(6) 2015 the managing hcp told the patient that it was not the pump causing the pain, it was her rectal cancer (the reason the patient has the pump). The patient stated she was in so much pain over the weekend of (B)(6) 2015 that she had to go to the hospital ¿from sunday to monday.¿ the patient returned to the hcp on tuesday(B)(6) 2015 and the hcp stopped the morphine and the severe constipation stopped. The patient wanted to find a healthcare professional (hcp) to explant the pump ¿immediately¿ and told the manufacturer¿s representative that she wanted the pump turned off. The hcp scheduled the surgery for (B)(6) 2015 and the patient stated she could not wait that long ¿emergency surgery does not mean in a week,¿ and stated she could not attend the surgery because she had chemotherapy that day. The patient was redirected to the hcp. The patient stated the hcp was not taking her calls anymore and expressed dissatisfaction with their hcp service, stating the hcp was ¿aggressive¿ and upset with the patient question that there was an issue from the pump. The patient stated that the hcp was ¿threatening, vicious, frightening, and she was scared of him.¿ it was noted that the patient left multiple screaming/swearing/ranting messages for the manufacturer¿s representative regarding these issues. The pump was used to infuse morphine (infumorph). No outcome was reported for this event. Follow-up was being conducted to obtain further information. If addition al information is received, a follow up report will be sent.